Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was: confirmed foreign matter (yellow) on the connector section. Confirmed foreign matter (yellow) on the control section. Confirmed foreign matter (brown) on the distal cover. Confirmed foreign matter on the curved rubber. Confirmed foreign matter (brown) on the nozzle. ¿foreign substance on connector (yellow) component analysis via ir and edx (infrared spectroscopy and energy dispersive x-ray spectroscopy) confirmed detection of peaks resembling silicates (possibly from tap water). ¿foreign substance on control section (yellow) component analysis via ir and edx confirmed detection of peaks resembling stearic acid (possibly from lubricants or other chemicals) and protein (possibly human or chemical-derived). ¿foreign matter on distal cover (brown) ir and edx component analysis confirmed detection of peaks resembling silicic acids and proteins. ¿foreign matter on bending rubber ir and edx component analysis confirmed detection of peaks resembling proteins. ¿foreign matter on nozzle (brown) ir and edx component analysis confirmed detection of peaks resembling silicic acids and proteins. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle, distal end/cover, connecting tube, bending section cover, control section, and scope connector were wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the connecting tube, control section, bending section cover, air/water nozzle, c-cover, and scope connector of the gastrointestinal videoscope had foreign objects. There was no patient involvement.